Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent right atrial loss of capture. Technical services suggested the patient be seen in clinic for an evaluation. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent right atrial loss of capture. Technical services suggested the patient be seen in clinic for an evaluation. Additional information from the field representative provided the patient was seen in clinic for an evaluation. A lead anomaly was confirmed. Programming changes were made, and the patient was scheduled for a lead revision procedure. This ICD remains in service. No adverse patient effects were reported.